Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following a cataract extraction with intraocular lens (iol) implant procedure, after three weeks her cylinder went from 1.7 x055, to +2.0 x 145, the hcp figured out that there's been a clerical error, such as the lens was mislabeled or mispackaged. The sticker on her chart for the lens used, does indicated it was a t4. But the optics in the clinic are those of a t8 or so, having flipped the axis and increased the amount of cylinder. Additional information was provided that the lens was explanted, and the issue has been resolved, as per surgeon the lens which was initially implanted was manufactured, packaged, and labeled correctly by company. The surgeon used ora to choose the replacement lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Information was provided by the surgeon: I am confident at this point that the lens initially implanted was manufactured, packaged, and labeled correctly by company. Ora was used to choose the replacement lens. Ora indicated a non-toric lens was needed. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).